Manufacturer narrative:
The drainage bag was returned unattached. It can be connected and disconnected without difficulty. No damage was observed at the connections. Therefore the conditions of this complaint could not be verified by laboratory personnel. The returned product did not meet requirements for patency. The occlusion was observed below the drip chamber and above the drainage line. The device met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the drainage bag was stuck prior to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.